Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting oversensing at the time of implant. The ipg was disconnected from the lead system and the physician noted blood in the header of the ipg and on the ventricular lead terminal pin. The lead pin was cleaned and no insulation damage was noted. The physician elected to implant a new ipg.